Event description:
The account generated a false positive architect stat troponin-I of 109.4 ng/l on a patient sample that repeated negative at <10 ng/l and <10 ng/l. The laboratory uses a troponin cutoff of >13 ng/l. Additional patient testing provided was ck at 405 u/l that repeated 82 u/l and 71 u/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
No customer returns were available for investigion. A review of ticket trending and lot search data did not show any adverse trends for complaint activitiy related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 04032un12. Acceptance criteria was met, which indicates acceptable product performance. A labeling review for architect stat troponin-I for imprecise and discrepant results was performed showing adequate labeling. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction since retest of the original and new samples produced acceptable results.